Manufacturer narrative:
The investigation has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding was most likely patient movement since the hematoma appeared after the arrival of patient into intensive care unit from the catheterization lab.

Event description:
The complainant reported the patient was on impella cp support. While on support, the patient developed a hematoma, oozing was noted from site. The physician attempted to express hematoma and hold pressure, decided to take back to cath lab and explant. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿